Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the power cord was found to be defective. The device's power cord was replaced to address the issue. The component had evidence of physical damage.